Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fourth inflation at 7atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.